Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, when stapling stomach, a snap noise was heard and stapling stopped. There was no staple able to be placed on the tissue. The device also had an unloading problem. Another handle and reload was used to complete the case. There was no patient injury.